Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 07/16/2025. An investigation was conducted on 7/21/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact btt. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the condition of the device, the reported failure "no flow" was not confirmed. The lot # 3000469556 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: (nemocnice agel trinec-podlesi a.s).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had a problem with insufflation of c02. There was no patient harm. Unable to inflate the working channel along the vsm. Flow rate 1.7l/min pressure 09mmhg. A replacement device was used. There was procedural delay.